Manufacturer narrative:
The customer called back into a remote service center to speak with a remote service engineer (rse). The customer confirmed to the rse that they had replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the backup alarm failed alarm. The customer requested help with troubleshooting the reprogramming of the new cpu pcba. The rse advised the customer on the steps to accessing tera term software to reprogram the newly installed cpu pcba. The customer called back and confirmed the successful reprogramming of the cpu pcba unit hours and serial number, and the rse provided the customer with the applicable option codes for the unit. The customer confirmed no further service was needed and the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm during setup of the device. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue, but did not specify if the alarm occurred during the power-on self-test (post) or while the device was running. The customer did confirm the occurrence of a backup alarm failed diagnostic code in the devices diagnostic report (drpt). The advised that the customer replace the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the issue and advised the customer of the reprogramming steps required following the replacement of the cpu pcba. The rse provided the customer with the part information for the software version 2.30 cpu pcba and the software version 3.00 cpu pcba. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 21apr2025, 28apr2025, and 05may2025 to obtain confirmation of part delivery, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.